Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
It was reported the device only works on alternating current (ac) power and is alarming battery failed. There was no patient involvement. The field service engineer (fse) confirmed the device only works on ac power. The fse replaced the battery and the issue was resolved.